Event description:
It was reported that the asymptomatic patient presented in clinic with non sustained lead noise due to post paced t wave oversensing. Recommended programming changes were not made at this time. Patient condition was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.